Event description:
It was reported that while the patient was having breakfast, his implant seemed to turn off and back on. His tremor came back briefly for 30 seconds and then it went away. The patient was not around any current/electromagnetic sources. The patient was redirected to his physician for a system check. The patient did seek his physician. The physician was unable to show device usage information. It was further reported that the patient met with their physician again on 2013 (B)(6). The device usage screen had data on it. Impedances were not checked, as they were all normal at the last visit.

Manufacturer narrative:
Product ID 3389s-40, lot# v176115, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).